Event description:
During patient treatment, the mean airway pressure suddenly dropped. The patient was hand bagged while the operators found and corrected the problem, then the patient was placed back on the 3100a without compromise. Operators reported that two of the three cap-diaphragm valves had "blown" off their seats on the patient circuit.